Event description:
It was reported that during the surgical procedure the "bolt" at the instrument tip became loose. The instrument and cannula had to be removed together due to the loose pin. The procedure was completed after replacing the defective instrument and the cannula. The loose pin was reported to have fallen on the floor of the or. No patient harm, adverse outcome or injury was reported.